Event description:
Device 1 of 4. See manufacturer's report numbers 1627487-2010-00273, 1627487-2010-00274, and 1627487-2010-00275 for devices 2,3 and 4 respectively. On (B)(6) 2008, the patient was implanted with an scs system. In (B)(6) 2010, the patient fell and has since experienced a sudden onset of shocking from the system. On (B)(6) 2010, the sales representative met with the patient an observed low impedances on 5 of 8 contacts. The patient also reported feeling shocks at the ipg site as well. The patient was unable to turn off due to crps. The doctor elected to replace the patient's leads and ipg. The patient has since reported having excellent coverage and no longer feels any shocks.

Manufacturer narrative:
The device history and sterilization records were reviewed. The device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.